Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the second mega suturecut needle driver instrument failed in the same procedure. The instrument cable broke loose and it would not cut vicryl suture. There was no patient harm detected and no pieces left behind. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.